Event description:
A customer contacted stryker to report that their device stopped compressions and alarmed. In this state, it would not be able to provide compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to perform manual chest compressions. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the device and could not duplicate the issue. No problem was found with the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.